Event description:
It was reported that the patient¿s vns system was fully replaced. The reason for the lead replacement was not known at that time. The explanted generator and lead were received by the manufacturer for product analysis. Follow up with surgeon showed that the lead was replaced because of a break in the lead insulation was observed. Communication with the office of the treating surgeon showed that no diagnostics were performed on the generator pre-operatively. The patient previously experienced pain in the chest that the surgeon believed corresponded with stimulation to an unintended site from the breech in the insulation. The operative notes did not clarify what layer(s) of the lead tubing (inner vs. Outer) were abraded open. The surgeon also observed fluid in the lead. No mentions of abnormal lead impedance were present. The lead was explanted before an impedance measure was taken with a new generator. Product analysis was completed on the returned generator. Visual examination showed only observations consistent with the explant process. No surface abnormalities were noted on this device or the internal printed circuit board. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 1.771 volts, confirming a battery end of service condition. Electrical tests results show that the pcb performed according to functional specifications. The internal device data revealed that 109.662% of the battery had been consumed. Review of the internal data from the pulse generator showed no indications of abnormal impedance or other anomalies during the life of the device. There were no additional performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the returned lead portion. The single piece was returned with the lead connector portion still attached to the pulse generator. Continuity checks performed between the setscrew and the attached lead portion verified that proper contact between the setscrew and the lead pin was present. The returned portion of the lead measured approximately 41.9 cm in length. Setscrew marks seen on the connector pin provide further evidence that proper contact existed between the setscrew and the connector pin. The outer silicone tubing was abraded open at approximately 23.3-25.4 cm from the boot and appeared to be wear-related damage. No obvious damage to the inner tubing or the lead coils was noted at this location. The lead assembly had dried remnants of what appear to have once been body fluids inside the outer silicone tubing. Besides these noted observations, visual analysis showed only observations consistent with the explant procedure. During functional analysis, no discontinuities were identified within the returned lead portion. Note that since a portion of the lead - including the lead electrodes - was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional pertinent information has been received to date.